Event description:
The facility reports a lady resident slipped off the chair into the bath when the outer seat portion of the lift detached. The center part of the seat was not being used. No injuries were reported.